Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although it was confirmed that the bowden cable was cut, which locked the angulation, the cause of the cut could not be specified. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information requested from the customer. The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The angulation wire was cut. Due to a cut on the angulation wire, the bending section could not be controlled at all. The broken wire caused the end to come apart and be immobilized. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to wear of the angle wire, the play of the angulation lever was out of the standard value. Due to damage on the channel tube, water tightness was lost. The image guide bundle had significant breakages. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the bowden cable on the evis eus ultrasound bronchofibervideoscope was broken. No patient harm reported. During the evaluation of the device, it was noted the angulation became locked and could not be disengaged. This report is to capture the reportable malfunction of the angulation became locked and could not be disengaged noted at estimation.